Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone and bupivacaine at unknown concentration and doses. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient had a pump refill on the date of this report and became ¿extremely somnolent¿ and ¿extremely sleepy like he¿s overmedicated¿ following the refill. The patient was currently at the hospital. The hcp noted the pump was not alarming. It was later reported by a consumer that the patient had overdose like symptoms occur after the refill. The patient noted the office was using a new ultrasound protocol. The patient inquired if the ultrasound could have caused the issue. The patient was to discuss the issue further with his hcp. The patient noted he had never had any problems with the pump before and he appreciated the pump. The refill was the only bad side effect the patient had experienced and the patient noted everything was perfect. Follow-up was being conducted to obtain diagnostics performed, actions/interventions taken, the cause of the symptoms after the refill and the outcome of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ultrasound was just used to find the borders of the pump. The healthcare provider (hcp) was in constant contact with the intensive care unit (ICU) doctor. The patient was only kept for observation overnight because they could not determine the cause for the symptoms. The patient never lost consciousness and was never given any narcan. The patient was just observed. The patient has not had any further issues and no adjustments were made to the patient's pump. The patient will be seen again in the office in two weeks.no further information was provided regarding the event.